Manufacturer narrative:
Zimmer biomet (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Medical product: allograft implant packed with vivigen x2. Medical product: anterior cervical plate & screws . Therapy date: (B)(6) 2020. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced pain with the spinalpak stimulator. The patient is using the stimulator on the cervical region of her spine. The patient used the stimulator for two days. On the following day the patient did not use the stimulator and experienced pain. The patient rated her pain as an 8 on a scale of 1 to 10, with 10 being the highest. The patient described the pain as being below the skin. The patient used the stimulator the following days and experienced the same results. The patient said that her pain level was at a 5 and she was using the spinalpak stimulator. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient experienced pain with the spinalpak assembly. The patient is using the spinalpak on the cervical region of her spine. The patient used the spinalpak for two days. On the following day the patient did not use the spinalpak and experienced pain. The patient rated her pain as an 8 on a scale of 1 to 10, with 10 being the highest. The patient described the pain as being below the skin. The patient used the stimulator the following days and experienced the same results. The patient said that her pain level was at a 5 and she was using the spinalpak assembly. The patient mentioned the pain to her primary care physician and was informed that the pain was normal and will go away with time. The patient reported that the pain has been subsiding slowly. It was reported that no further information is available.